Manufacturer narrative:
H4: the lot was manufactured (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a vial-mate adapter; further described as "a puddle of fluid on the floor". The issue occurred after ampicillin was mixed with intravenous piggyback (ivpb) solution using the vial-mate adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.